Manufacturer narrative:
The event occurred in (B)(6)while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a performa meter, compared to a lab result, within 10 minutes: 55 mg/dl (meter) and 387 mg/dl (lab).no adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.